Manufacturer narrative:
The blood pressure value shown was greater than 2000mmhg when in fact the expected value was 110mmhg. The patient was not treated off the perceived inaccurate values. (B)(4), as a distributor is only responsible for entering the complaint and notifying the manufacturer, which in this case is integral process. The manufacturer is responsible for the investigation and reporting of the complaint if an MDR is required. When this complaint was reported to us we sent an initial MDR report because at the time it was not possible to confirm the model number of the cable. Upon further investigation the cable was identified to be a integral process cable. Edwards does not have reporting responsibilities for this device under contractual agreement with a third party vendor.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during an angiograph procedure inaccurate blood pressure readings were observed. The cable that connects a disposable pressure transducer (dpt) to the bedside monitor was exchanged for another cable and the issue was solved. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.